Event description:
Severe ulceration and infection of eye resulting in permanent vision loss. Contact lens wearer and user of complete moisture contact solution. Damage to vision is permanent.event abated after use stopped: no.